Event description:
During a ptca treatment procedure the maverick2 monorail balloon catheter was being used to dilate a 99% stenotic lesion in the distal left circumflex coronary artery when the balloon lost pressure at 10 atm's. The patient was asymptomatic during this event. Prior to dilating the distal lesion, the maverick2 monorail balloon catheter had been used to dilate a lesion in the proximal region of a tortuous left circumflex coronary artery. (The number of atm's reached on this inflation is unknown.) The maverick2 monorail balloon catheter was removed and replaced with another maverick2 monorail balloon catheter to successfully complete the procedure. A 7f medikit introducer sheath, a balance guidewire (size unknown), a 7f neat sc3.5 guide catheter and an acs inflation device were also used in this case. Patient status is reported as "good".